Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the broken lid and floppy drive. A field service engineer replaced the complete drawer assembly and configured the pyxidiags on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation 4000 system that it had a drawer failure, pockets unable to open. The customer reported issue occurred when dispensing medication and there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.